Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble during insulin pump rewound process and when feeding the insulin through the tubing it the act button was stop working. Customer's blood glucose level was unknown. It had happened twice that the insulin pump stopped working. Both times customer was awake and removed the battery and it restarted ok. Customer was unable to confirm if her delivery issues were due to a no delivery message or other insulin pump error as they were no longer available in the alarm history. Insulin pump will be returned for analysis.